Event description:
User experiencing low results for creatinine, which, when repeated, are higher. The following examples were provided, units of measure are mg/dl; initial 0.1, repeat 0.8; initial 0.2, repeat 1.4, initial 0.5, repeat 2.3. The initial results were not reported. The field service representative determined thee was a problem with the rinse mechanism. The instrument was repaired.